Event description:
On (B)(6) 2013, the lay user/patient contacted lifescan (lfs) alleging her onetouch ultramini meter was displaying inaccurate results compared to her feelings. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported, the alleged issue first occurred on (B)(6) 2013 at 5am. The patient reported obtaining readings of "341 and 252mg/dl" on an unknown date and time. The patient reported using self adjusting insulin to manage her diabetes. The patient reported on (B)(6) 2013 at 5am, she increased her usual dose of novolog insulin to 6 units. The patient reported 10 day after the alleged issue occurred, she developed symptoms of feeling "nauseated, light headed and shaky." The patient denied receiving any medical treatment in response to the alleged symptoms. At the time of troubleshooting, the cca noted the patient's test strips were in good condition. The cca confirmed the subject meter was in the correct unit of measurement at the time of testing and the patient's test strips were in good condition. A control solution test was not run due to the patient not having any control solution at the time of the call. Replacement products were sent to the patient. This complaint is being reported because, the patient claims due to the alleged issue, she self administered an increased dose of medication and developed symptoms suggestive of hypoglycemia.

Manufacturer narrative:
(B)(4): the meter and test strip has passed testing with no faults found. The reported issue could not be reproduced. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed. Device returned to mfg date: meter- 3/22/2013, test strips- 3/25/2013.

Manufacturer narrative:
The subject meter and test strips have been returned to lifescan for evaluation. The evaluation of the products have not been completed; therefore, no conclusions can be drawn at this time. Once the evaluation is completed, a supplemental report will be filled.